Event description:
It was reported that "much difficulty" was encountered while attempting to cross the lesion with the stent delivery system (sds) and that the stent moved proximally on the balloon, but did not dislodge. The lesion was the left renal artery with an 80% stenosis. The stent was implanted at the proximal end of the lesion and an additional stent was placed to fully cover the lesion. There was no reported patient injury. The product was not returned for analysis. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan, including stent retention values. With the limited amount of info available and without the return of the product for analysis or films of the procedure, it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics may have contributed to the reported event.

Manufacturer narrative:
This product is distributed outside the united, but is similar to us distributed stent delivery systems.